Event description:
A surgeon reported that the cannula ejected from the syringe into a pt's eye during a procedure, leading to damage to the cornea with corneal edema. The surgeon suspects the barrel and luer lock of the syringe. Additional information has been requested.

Manufacturer narrative:
A sample is not expected to be returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).